Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any other of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis], joint effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 2 with no prior effusion). (B)(4). The patient's medical history was significant for previous use of synvisc (hylan g-f 20), two courses in right knee and three courses in left knee (age at the time of first injection was (B)(6)) and underwent total knee replacement on (B)(6) 2003 after third course of left knee synvisc. On (B)(6) 2005, the patient initiated treatment with intra-articular synvisc injection (third course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the patient experienced synovitis in right knee (mild). On unspecified dates in 2005, the patient developed mild joint effusion of right knee and 45cc of clear yellow fluid aspirated and the patient received treatment with intra-muscular betamethasone at a dose of 1.5cc (frequency not provided). On (B)(6) 2005, the event of synovitis worsened. On unspecified dates in 2005, the patient developed moderate joint effusion of right knee and 32cc of clear yellow fluid was aspirated and the patient received treatment with intra-muscular betamethasone at a dose of 1.5cc (frequency not provided). The action taken with synvisc treatment was not provided. The outcome for the events of synovitis and joint effusion of right knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of right knee. The qa (quality assurance) investigation results were received on (B)(6) 2013. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).